Event description:
It was reported that the physician observed a pause in the presenting rhythm. Oversensing on the egm from the saved atrial high rate episode was also observed. The physician chose to increase sensitivity on the atrial lead due to noise. Capture was lost at 0.5v at 0.4ms. Atrial lead impedance measured approximately 1000 ohms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.